Manufacturer narrative:
A companion sample and retained sample were evaluated by nipro corporation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The retained and companion samples were inspected and no foreign matter was found in the header or any other parts. The reported condition was not confirmed. The retained and companion samples were primed and there was no foreign matter which flowed into the venous side chamber of the bloodlines. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with 2 units of exeltra 150 dialyzer and a gambro cartridge dn prime line, there was a clear particulate matter observed in the saline solution inside the chambers in the blood lines. The particulate matter allegedly dissolved, but the dialyzers were not used for patient treatment. There was no patient involvement. No additional information is available.